Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an unknown issue with the transmitter. No additional event or patient information is available. Product was not provided. However, data log was reviewed for evaluation on 02/03/2017. Complaint for a transmitter issue was confirmed. The root cause could not be determined, post investigation.